Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradual increases in right ventricular (rv) pacing impedances with measurements being high/out-of-range for the past year. The patient is not pacemaker dependent. No adverse patient effects were reported. Due to the patient's age, the physician has elected to monitor the patient. As of today, the device remains in service.

Manufacturer narrative:
--

Event description:
New information received indicates that the rv shock impedances have also increased over time however measurements are not out-of-range.